Event description:
Upon moving patient following comfort care patient passing, staff noted that the nasal prongs were in patients nose as they should be with tight fit, but hose was not attached to the highflow machine. There were no changes in the sounds of the machine. It did not appear as though the prongs were tampered with, but that the white adaptor piece that connected the nasal prongs to the machine was simply disconnected. The white adaptor piece remained in the device while the hose/prongs remained in the patient nares. Patient was on comfort care and not being monitored via continuous pulse oximeter as the patient had comfort care orders placed. There was no signs that the tubing, prongs, or adaptor were tampered with, no signs of stretching as if stuck in any parts of bed, behind patient, no signs of ripping as it being pulled on by patient.